Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 device was returned for evaluation. Bunching was noted throughout the balloon and to the inner guidewire lumen. No rupture or tear was noted at the distal end of the balloon. An in-house presto inflation device was used to inflate the balloon, and a leak was noted to the distal end of the strain relief. The strain relief was removed, and a break was noted to the catheter shaft under the coils. No other functional testing performed. Therefore, the investigation is confirmed for the sheath removal difficulty and identified bunching as bunching was noted to the inner guidewire lumen and throughout the balloon which could have occurred during difficulty removing the sheath. However, the investigation is inconclusive for the reported sheath insertion difficulty as no objective evidence was provided. The investigation is unconfirmed for the reported balloon rupture and tear as no tear or rupture was seen. The investigation is confirmed for the identified break as a break was noted to the catheter shaft under the coils. A definitive root cause for the reported sheath insertion difficulty, sheath removal difficulty, balloon tear, balloon rupture, identified break and bunching could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to insert into the sheath. It was further reported that a lot of force was needed to pull it out through the sheath. Reportedly, the balloon allegedly tore at the distal end of the balloon. Furthermore, the balloon was noted to be ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 device was returned for evaluation. Bunching was noted throughout the balloon and to the inner guidewire lumen. No rupture or tear was noted at the distal end of the balloon. An in-house presto inflation device was used to inflate the balloon, and a leak was noted to the distal end of the strain relief. The strain relief was removed, and complete detachment was noted to the catheter shaft under the coils. No other functional testing performed. Therefore, the investigation is confirmed for the sheath removal difficulty and identified bunching as bunching was noted to the inner guidewire lumen and throughout the balloon which could have occurred during difficulty removing the sheath. However, the investigation is inconclusive for the reported sheath insertion difficulty as no objective evidence was provided. The investigation is unconfirmed for the reported balloon rupture and tear as no tear or rupture was seen. The investigation is confirmed for the identified detachment as complete detachment was noted to the catheter shaft under the coils. A definitive root cause for the reported sheath insertion difficulty, sheath removal difficulty, balloon tear, balloon rupture, identified detachment and bunching could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to insert into the sheath. It was further reported that a lot of force was needed to pull it out through the sheath. Reportedly, the balloon allegedly tore at the distal end of the balloon. Further, the balloon was noted to be ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly very difficult to insert into the sheath. It was further reported that a lot of force was needed to pull it out through the sheath. Reportedly the balloon allegedly tore at the distal end of the balloon. There was no reported patient injury.